Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced low blood glucose (bg) event on 23-feb-2026. The blood glucose (bg) was low and treated it by juice and food. No further information available.